Manufacturer narrative:
Other relevant device(s) are: product ID: 9 735416r, serial/lot #: unknown. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess) procedure. The site attempted to load a cd today for a procedure and after approximately 30, the exam still did not load. The surgeon decided to proceed without navigation. There was no impact on patient outcome. A full system checkout was performed and all the cds loaded correctly. Technical services suggested to upgrade the media software. When updating the system application software, the system still froze and was slow. Technical services recommended computer replacement. Technical services recommended performing a system checkout following computer replacement and to check the memory on the system as well for storage capacity. The original exam was not available to send in. However, the cd for the cases that ran earlier in the day worked on another system without issues. The cd was able to load on the system in question without issue, however it was significantly slower. The manufacturer representative also had a conversation with the picture archiving and communication systems (pacs) personnel and they were loading several different patient exams with several different slices on one cd (approximately 1000 slices each). The cd would only load onto the system when unstructured digital imaging and communications in medicine (dicom) alternate was selected. The manufacturer representative asked the pacs personnel to load one patient per cd to help speed up the loading process. No complications were reported/anticipated.

Manufacturer narrative:
Hardware analysis determined that no anomaly was found. The returned computer booted normally to the application screen and exams were able to be transferred. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the suggestions of technical services were followed and issue had not recurred.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735368, serial/lot: (B)(4), mfg date: 2016-11-09, UDI: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that digital intercommunication of medicine (dicom) images would take over twenty minutes to load or the navigation system would become unresponsive. The representative then returned to the site and updated the media io application software without resolution. The representative then returned to the site, found that the issue could still be replicated and then subsequently replaced the computer of the navigation system. The representative then important multiple studies from separate cd's and found that the issue only occurred on cds with multiple unstructured dicom studies with 1000+ slices. While single structured dicom cds or fewer unstructured dicom files loaded without issue. The system then passed the system checkout and was found to be fully functional. The computer of the navigation system was returned to the manufacturer for evaluation. Initial testing found that the reported issue could not be replicated and the computer functioned as designed. If information is provided in the future, a supplemental report will be issued.